Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, the home patient (hp) stated that solution had leaked under the hc. The hp was not sure exactly where it was coming from but there was solution under some of the tubing and the hp thought the tubing may have been the source of the leak. The hp did not see any issues with the set that would have caused it to leak. During follow-up, it was found that the hp was able to continue therapy later with no issues. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.